Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
This is one of eight products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00777, 1038671-2017-00778, 1038671-2017-00779, 1038671-2017-00780, 1038671-2017-00781, 1038671-2017-00782 and 1038671-2017-00783.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of the patient's nickel allergy, which caused inflammation around the knee joint. "Metal sensitivity reactions or other allergic/histological reactions to implant materials" is stated in the product labeling under device specific risks.

Event description:
Index surgery: (B)(6) 2016. Revision of left knee components due to inflammation caused by nickel allergy. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of left knee components due to inflammation caused by nickel allergy. This event report was received through clinical data collection activities.